Event description:
Caller reported a malfunction on pump, which resulted in customer¿s blood glucose level exceeding a high threshold, although the specific value was unknown and displayed as "high." The customer contacted technical support but had not yet treated the blood glucose level. Technical support provided assistance in resetting the pump, addressing the malfunction code, and the code did not recur after the reset. Customer may continue using the pump and was advised to call back if any malfunction codes reoccur, which the customer acknowledged and understood.